Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin had several issues like buttons were sticking and harder to press, screen had scratches due to which screen was harder to read, insulin pump had backlight issue and had to rewind more than once. Blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.